Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. However, the insulin pump was received with normal operating currents and a21 error test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 238 mg/dl. Customer stated that insulin is spattered while trying to perform the fill tubing action and alarm appears on the screen. Customer doesn't recall if the pump is bumped or fallen. The customer was advised to discontinue use of the pump. The customer was advised that the device would be replaced.